Event description:
It was reported that there was a screen problem on the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. As the reported issue was unconfirmed and not a manufacturing or supplier related failure, a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. Correction: f, g, h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was screen problem on the arctic sun device. Per follow up information received via email on 17feb2023, there was no adverse patient outcome or injury. If the control panel was found to be defective it would be replaced.